Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy. In turn, surgical intervention took place wherein the system was explanted to address the issue. During the procedure, it was visually noted that the leads migrated.